Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter caused the internal hlc batteries to become depleted.

Event description:
The customer reported that their device was showing the charge-pak and attention icons. After an evaluation of the device by a contracted third party service agent, it was observed that the device likely did not have appropriate power available within the internal hlc batteries to be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.